Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that during the process of inserting and positioning the new lead, it got caught on the old components that were abandoned previously. When the new lead got caught on the old leads abandoned they tried to pull back on the lead while in the sheath however the lead got mangled with the distal end of the lead and the contacts were stretched out. Rep stated that there were two systems in with 4 leads present so all times and electrodes were removed from the patient and a new lead and ins was used. No further complications were reported. Please refer to pe (B)(4) for event pertaining to abandoned leads and pe (B)(4) lead in s4, revision]